Manufacturer narrative:
(B)(4). The lot # 3000307303 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 cutting/sealing wasn't working. They tried switching out the extension cable and adapter cable first but still would not work. The jaws were closed during the insertion. No resistance was noted. The power supply was set to 3. The amount of time it took to troubleshoot with the cord and then open another kit to finish 3-5 minute delay. There were no patient effects.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device not returned.